Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient¿s transfer set disconnected from their catheter and as a result, the patient experienced peritonitis manifested by cloudy pd effluent and ¿belly pain¿. The cause of the peritonitis was further described as ¿the catheter fell apart¿ and the patient started symptoms of the peritonitis in three days of the incident (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortaz (dose, frequency and route were not reported) for twenty one days. It was reported that the patient¿s pd catheter was not removed or replaced after the peritonitis event. Two weeks after the onset date, the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.